Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed signal artifact monitor (sam) episode. Technical services (ts) was consulted, the device presented high out of range shock impedance and the right ventricular (rv) lead lead presented impedance high out-of-range issues with up to 3000ohms. The lead remains in service. No adverse patient effects were reported.